Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted for implant, but the helix would not extend during the procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.